Event description:
Information was received from a consumer who reported they had their device turned on for the first time three days ago. When the patient first got the device it connected, but at their appointment on monday the phone that connected to the implant wasn't ¿attaching.¿ the patient didn't have the equipment with them at the time for further troubleshooting. Additional information was received from a consumer who reported the handset and communicator weren't connecting to the implantable neurostimulator (ins) and believed they saw a ¿no device response¿ message. The consumer tried to connect at the hospital the day of the procedure but couldn't get it connect. During the call the communicator and handset both had hard resets performed, but it didn't resolve the issue. Approximately 10 days later the consumer called back regarding the communicator not connecting to the implant. Due to this the patient couldn't see the neurostimulator charge level. It was reviewed the charge level could be viewed in the recharger app, but the consumer wasn't familiar with this and weren't with the patient at the time of the call.

Manufacturer narrative:
Section d10 references: product ID: a620, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they walked the patient through resetting the hardware with everything working after troubleshooting. There had been no issues since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the patient and their representative reported difficulty connecting the handset to the communicator and were unable to check the implant battery level. Patient services reviewed resetting the communicator and ensured that both bluetooth and location settings were enabled on the handset. After restarting the handset, the callers successfully connected to the implant and checked the battery level. The troubleshooting steps resolved the issue.